Event description:
It was reported to fresenius medical care by a registered nurse that, the nipro adapter break at the neck and get stack in patient catheter exit sites and needles. Turning clockwise makes it go dipper and anticlockwise harder to pull, they breaking at the neck.

Manufacturer narrative:
Multiple attempts were made to obtain additional information and samples. Customer never responded.